Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on her right side, on or about (B)(6), 2007. On or about (B)(6), 2010, pt suffered clicking in the right hip that could be heard and felt; when she moved from a sitting to a standing position, she could feel a "vacuum sound." She also had hip/groin pain that would awaken her at night and this pain was present when climbing steps. At times, it became severe, radiating into the knee and making her feel like the leg was going to collapse. She states that her right leg was rotated outward. Additionally, pt's blood work has shown excessive levels of chromium and cobalt. Pt had the right asr hip implant explanted on (B)(4), 2011. 6

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-04120. This report, 1818910-2011-11258, will be rejected. 1818910-2011-04120 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.